Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible after being damaged while playing a sport. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.